Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8780 serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018 product type catheter, ubd: 23-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving 10 mg/ml of morphine at 8.4 mg/day and 8 mg/ml of bupivacaine at 6.7 mg/day via an implantable pump for spinal pain. It was reported the patient had a catheter revision in (B)(6) 2018. The patient's status at the time of the report (B)(6) 2018 was provided as "alive-no injury." Other medications being taken at the time of the event, patient weight, and medical history were unknown. No further information was provided regarding the revision. Nofurther complications were reported or anticipated.